Event description:
The complainant has reported that a pt (age and gender unk) underwent a therapeutic egd procedure for treatment of a gastric bleed. The resolution hemostatic clip device grasped the tissue at the site however it would not release from the catheter to complete deployment. The physician was unable to get the device to release for removal; this resulted in the device having to be pulled from the tissue. It was a "big bleed" at the fundus of the stomach. According to the clinician, it was difficult to tell if any additional trauma had been sustained to the bleed site. The bleed was successfully resolved with other methods of treatment (cauterization etc). The procedure was successful. The pt condition is noted to be fine with no ill effects sustained.